Event description:
It was reported that during the implant attempt the physician could not get adequate position with good measurements, that there was positioning/fixation difficulty, and high thresholds. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies found; full lead returned and analyzed.